Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how was the renal artery removed? Was it the right or left? Was the device difficult to close or fire? Any unusual sounds heard during the firing sequence? Were there potential clips or staple line in the area of firing? Are any photos available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a kidney surgery the surgeon was removing a kidney; fired the stapler across the renal vein and removed the organ. Patient started to bleed actively and vascular was needed to come in to help stop the bleeding. The bleeding was across the staple line but they were unsure as to why. Patient is in ICU. The surgery was delayed an unknown number of minutes. The procedure was successfully completed. Vascular surgeon came in to assist with stopping the bleeding.